Event description:
An overdose was reported; specific symptoms were not reported. The patient was in the emergency room. Per the reporter, they were unsure what the patient had taken orally as he had access to oral medications. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).